Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2004, a monarc sling was implanted to treat stress urinary incontinence. It was reported that, "after, and as a result of implantation," the pt experienced "serious bodily injuries, "including extreme pain, erosion of internal bodily tissues and other injuries. Also, she has undergone "multiple surgeries and revisionary procedures."